Event description:
A pump replacement was reported. It was stated that the patient reported feeling increase in pain a couple months back. Indium study was performed on (B)(6) 2011 and dye didn't appear to leave pump. Patient sustained no injury, recovered without sequel. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Catheter model: 8711, (B)(4), implanted: 2006 (B)(6), explanted: unk.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter was incomplete; returned in segments. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
(B)(4).